Manufacturer narrative:
The device history report was reviewed for deviations and anomalies due to receiving part and lot numbers with the op notes with no deviations or anomalies identified. A product history search identified no other complaints for the part and lot combination of the articular surface related to the event. Review of the primary operative notes confirms the patient underwent a right total knee arthroplasty due to a severe degenerative joint disease. The final components were inserted using a cementless technique. The range of motion and stability were found to be excellent with well-balanced gaps and there was acceptable tracking of the patella. Review of the revision op notes indicate that the patient had total knee laxity due to failed conservative management and therefore, underwent a revision for a right knee poly liner exchange. The laxity was demonstrated while in surgery and the old size 13 poly liner was removed and replaced with a size 14 poly liner. Based on the provided information, a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that pt was revised due to pain, loosening, and the implant pulling and catching while walking.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unk. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided; surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.